Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided to abbott diagnostics (B)(4), inc. Therefore, an investigation was not able to be performed. A review of complaints' trend reveals that all ID now covid-19 lots within expiry dating are performing according to label claims. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported two (2) false negative results with the ID now covid-19 test. Sample collection information, testing dates and times were not provided. Confirmation testing using the quant studio pcr platform provided positive results (CT values not provided). The customer reported that the patients were symptomatic showing both a fever and shortness of breath. Additional patient information, including impact, treatment and outcome was not provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.